Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, stay safe/luer lock catheter ext. 12 in or the liberty cycler set, single connection. However it is suspected that a breach of aseptic technique was the causal event for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017, it was initially reported by the peritoneal dialysis (pd) nurse that a pd patient presented to the pd clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on 07/21/2017 further information was received which identified the pd patient as presenting to the clinic on (B)(6) 2017 experiencing abdominal pain, cloudy effluent and subsequently diagnosed with peritonitis. Per pdrn, the patients spouse completes the pd exchanges and a breach in aseptic technique was suspected, resulting in the infection. This is not believed to be related to the exchange set change which occurred on (B)(6) 2017. The pd fluid culture results were (B)(6) for (B)(6) and streptococcus viridans and the patient was prescribed/treated with vancomycin (route, strength and duration unknown). The patients sputum was also (B)(6) for (B)(6) . The patient was not hospitalized and recovered and continues pd therapy with no reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017, it was initially reported by the peritoneal dialysis (pd) nurse that a pd patient presented to the pd clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on 07/21/2017 further information was received which identified the pd patient as presenting to the clinic on (B)(6) 2017 experiencing abdominal pain, cloudy effluent and subsequently diagnosed with peritonitis. Per pdrn, the patients spouse completes the pd exchanges and a breach in aseptic technique was suspected, resulting in the infection. This is not believed to be related to the exchange set change which occurred on (B)(6) 2017. The pd fluid culture results were (B)(6) for (B)(6) and streptococcus viridans and the patient was prescribed/treated with vancomycin (route, strength and duration unknown). The patients sputum was also (B)(6) for (B)(6) . The patient was not hospitalized and recovered and continues pd therapy with no reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A pdrn reported the patient was diagnosed with (B)(6) and viridans streptococci peritonitis on (B)(6) 2017. The extension set was changed on (B)(6) 2017. Wbc count on (B)(6) 2017 was 8804x100/ul and her polymorphonuclear leukocytes was 72%. Per pdrn the patients husband performed the patients exchanges, and the patient had (B)(6) in her sputum. It was suspected the infection was due to a breach in aseptic technique. Repeat cell count decreased to 1103. The patient was not hospitalized, and the patient recovered and is completing treatment without issue. The patient's extension set was changed on (B)(6) 2017. Per pdrn, the alleged event was not related to the exchange set.